Event description:
Two pull backs were done after stent implantation to assess residual plaque proximal to stent. First pull back was stopped automatically due to incorrect set up of the pullback device sterile cover. Second pull back was successful. When operator tried to remove ivus catheter, resistance was felt in the guiding catheter. When pulling back, the guide wire operator felt the wire split thru the catheter. He tried to remove ivus catheter alone and could feel the same resistance. The operator then removed both guide wire and ivus catheter as a system successfully. The system was visually examined and the guide wire was kinked with several loops and the revolution tip was separated distal from the wire kinks. There was no harm to the pt and no portions of the catheter were left behind. Good pt outcome.